Event description:
It was reported that in (B)(6) 2021, this patient experienced external trauma during a camping trip. Due to the injury, this device was found to be pre-erosive through the pocket. The physician surgically revised the device pocket and re-implanted this same device. Months later, the patient had an unrelated radiology appointment and the radiologist noted abnormal fluoro-deoxyglucose (fdg) uptake along the leads up to the device pocket and clavicle. Cultures were performed which did not elicit microbial growth. However, despite being non-tender, abnormal skin appearances were seen in the affected area and the physician suspects a system infection. The system was explanted and replaced to resolve the event and will not be returned for evaluation. No additional adverse patient effects were reported.